Manufacturer narrative:
Qty (B)(6). (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hospital rep called stating that boxes of cement are defective and will not set up.

Manufacturer narrative:
Conclusion and justification status for MDR: the products associated with the reported event were not returned for evaluation. The IFU states the following: ¿bone cements are heat sensitive. Any increase or decrease in temperature (either ambient, and/or of the cement components and mixing equipment) from the recommended temperature of 23°c will affect the handling characteristics and setting time of the cement. Note: manual handling and body temperature will reduce the final setting time. The handling characteristics and setting time may vary if the cement components or mixing equipment have not been fully equilibrated to 23°c before use.¿ there is no checklist provided with the complaint and the description does not state the operating theatre temperature. As temperature greatly effects the properties of the cement, this could potentially be a root cause for the problems observed in theatre. Retained samples of the batch in question have been tested with no product problem observed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.